Event description:
A doctor's office alleged that two (2) patients had experienced the debonding of a crown after placement with the nx3 dual cure clear and optibond xtr products. This is the second of two (2) reports.

Manufacturer narrative:
Specific information with regard to the patient's gender, age, and weight was not provided. The patient had experienced the debonding of a crown approximately two (2) weeks after placement. The patient returned to the office and the doctor cleaned out the crown and re-cemented it using the same products, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.